Manufacturer narrative:
B4:(B)(6) 2021. The device was not in clinical use at the time of the event. There was no report of patient or user harm. An authorized service personnel (asp) evaluated the ventilator and confirmed the alarm led had illumination failure. The asp replaced the power switch overlay to resolve the issue. The device successfully passed all required testing. Following the repair, the device was placed back into service. The customers alleged malfunction was confirmed and it was determined that the root cause was a faulty power switch overlay. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
Report date: 23jul2021. (B)(4).

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. There was no patient or user harm reported. No further details are available at this time.